Event description:
It was reported, the skin over the ipg site was broke out. An allergy kit was sent to the physician's office. It was reported, the results of the allergy test indicated the pt was allergic to titanium grade 1. The pt expressed the desire to retain the scs system. The physician opted to provide the pt with cortizone injections to try to resolve the issue. Follow up identified the issue had resolved at the time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.